Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired to an ilet experienced repeated signal losses to the ilet, which temporarily resolved during a support call; the user ultimately placed a new sensor, and this issue aligns with an intermittent communication failure involving the antenna/electrical-magnetic componentry. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet consistent with intermittent communication failure and involvement of the antenna/electrical-magnetic component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.